Manufacturer narrative:
(B)(4). A visual, dimensional, and functional inspection of the device involved in the complaint could not be conducted since the device was not returned to the manufacturer. There is no photo for review. A device history record review shows that the product was assembled and inspected according to our specifications. Customer complaint cannot be confirmed based only on the information provided. In order to perform a proper investigation, and determine the source of the alleged defect reported, it is necessary to evaluate the sample involved on this complaint. If the sample becomes available this investigation will be updated with the evaluation results.

Event description:
Customer complaint alleges "improper nebulization of the drug, feels like there is a liquid in the mouth, likely due to the presence of large droplets". There was no report of harm or consequence to patient.